Event description:
Procedure: laparoscopic colectomy. According to the reporter: tip of the sleeve seemed to be damaged. No pt harm. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).